Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: coveredge MRI, upn: m365sc8436500, model: sc-8436-50, serial: (B)(6), batch: 7080444. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 30814392.

Event description:
It was reported that the patient experienced pain at the ipg pocket site. The physician assessed the pain was due to the presence of the ipg as the patient was skinny. There was no fault with the ipg. The patient underwent a system explant procedure and was doing well postoperatively. The devices will not be returned as they were retained by the patient.